Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's sensor showed inaccurate readings. Troubleshooting attempts were unable to provide resolution. X-rays revealed sensor drift. Based on the imaging, it is believed the sensor was initially deployed in a large vessel and has drifted to a vessel that has made proper sensor readings unsuccessful. The next course of action is unknown at this time.

Event description:
Follow-up revealed further troubleshooting (via assistance from a company representative) was able to provide resolution.